Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided d4: unique identifier (UDI) number not applicable e1: reporter last name unknown / not provided g4: additional PMA/510(k) number ¿ k013227 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient presented with pain and was experiencing infection at implant tooth site #11, with associated abscess. An x-ray was taken. The cystic lesion was irrigated with antibiotics. The implant was removed. The infection cleaned out.